Event description:
The physician was using an nc sprinter balloon for pre-dilatation. During use, the balloon burst at 30 atm¿s; half the balloon material was embolized off the distal shaft and remains in the patient. It was confirmed that the nc sprinter passed through a previously deployed stent. Evaluation summary: initial mandrel movement failed due to a blockage in the inner lumen. The blockage could not be removed, however, is most likely due to crystallized saline/blood following flushing of the guide wire lumen prior to the procedure, loading on to the guide wire and insertion. The distal tip was severely damaged. The balloon material was torn in a radial pattern at the midpoint of the balloon. The distal portion of the balloon had detached. The detachment site was jagged and uneven.

Manufacturer narrative:
Evaluation, results: failure to follow instructions-the balloon was inflated 12 atms higher than the recommended rated burst pressure for the product; related to operational context-the root cause of the reported event was most likely due to procedural factors; user/device interface -the balloon was inflated 12 atms higher than the recommended rated burst pressure for the product. Conclusion: operational context caused or contributed to the event-the root cause of the reported event was most likely due to procedural factors; user error contributed to event-the balloon was inflated 12 atms higher than the recommended rated burst pressure for the product. (B)(4).